Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implantation, high voltage impedance measurements were out of range. The lead and device were both replaced and good electrical measurements were observed at the end of the procedure. The patient's condition was good after the procedure.